Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) ) on 23-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of pain in hip ('hip pain for 3 years') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced pain in hip (seriousness criterion medically significant), sciatica ("sciatica and cruralgia episodes onset and resolution without any explanation"), gastrointestinal disorder ("intestinal disorder"), restless legs syndrome ("restless leg syndrome"), paraesthesia ("tingling in lumbar region / sensation of tingling on the muscles of legs in front"), joint pain ("joint pain"), amnesia ("loss of memory"), depression ("bout of depression"), scratch ("intense scratch attack on the lower limbs") and tinnitus ("tinnitus"). At the time of the report, the pain in hip, sciatica, gastrointestinal disorder, restless legs syndrome, paraesthesia, joint pain, amnesia, depression, scratch and tinnitus outcome was unknown. The reporter provided no causality assessment for amnesia, depression, gastrointestinal disorder, pain in hip, paraesthesia, restless legs syndrome, sciatica, scratch, tinnitus and joint pain with essure. The reporter commented: she wants the essure removal absolutely which is poisoning her and kill her by inches. Further company follow-up with the regulatory authority is not possible.